Event description:
It was reported an issue with dafilon suture. The client reported that the suture was continually tearing when tying the knot. Unfortunately, although a new suture was used, the same problem occurred. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample to analyze this complaint. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirement of the european pharmacopoeia (ep): 0.037 kgf (ep requirements: 0.010 kgf in average). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements for knot pull tensile strength. Final conclusion: although the result of the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional information has been received: this suture was used as corneal suture in cataract surgery. The suture technique employed was interrupted single-knot suture. The suture broke while tying the knot, thread was discarded and a new thread was taken from the identical package. The thread tore again while tying the knot. Information of the patient is not provided.